Event description:
It was reported the patient received the following results within 10 minutes: 67 mg/dl at 12:43 pm, 66 mg/dl at 12:41 pm, 69 mg/dl at 12:35 pm, 65 mg/dl at 12:34 pm, 67 mg/dl at 12:33 pm, 73 mg/dl at 12:33 pm, 139 mg/dl at 12:32 pm, 72 mg/dl at 12:26 pm.